Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sharp increase in rv pacing threshold and drop in sensing amplitude one day post implant. X-ray imaging was obtained and confirmed dislodgement of the rv lead. Subsequently, the patient underwent a revision procedure, and this lead was successfully repositioned. No additional adverse patient effects were reported.